Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, episodes of non-sustained oversensing due to possible noise episodes were noted on the right ventricular lead. Lead revision is anticipated to resolve the event and the patient was stable with no adverse consequences reported.